Event description:
A customer contacted baxter (B)(4) regarding damage with a minicap transfer set. It was reported that the transfer set clamp was "highly charged", the clamp would not close, and the lock was broken. The transfer set had been in use for three months, and was changed. There was patient involvement, but no patient injury or medical intervention was reported. During a follow-up with the customer it was stated that when you screw the twist clamp, you see that the lock is broken.

Manufacturer narrative:
(B)(4). This complaint for damage in a minicap transfer set was confirmed during the sample evaluation; however, no root cause could be determined.

Manufacturer narrative:
(B)(4). This complaint for damage in a transfer set was confirmed during the sample evaluation. A visual inspection was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with a broken occluder feet noted. A visual inspection noted no whitish spot on the occluder leg that would indicate possible over-torquing. The evaluation was completed, problem confirmed, but the investigation is still not completed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.